Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was not delivering insulin. Customer disconnected from the pump and no insulin was seen while the pump continued to operate. Reporter met with the clinical diabetes specialist on 2/8/17 and confirmed that the pump was performing as intended at that time. The cause for the alleged issue could not be identified. Reporter declined further troubleshooting due to pump performing normally. Customer's blood glucose was reported to be 140mg/dl.